Manufacturer narrative:
(B)(4). Batch number: k5ax9x. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reload? Is the device being returned with the reload? Was the stapler new or reused? What is the surgeon¿s experience with echelon devices? Were any staples deployed at all? If so, what was their shape? Was there any tissue movement during firing? Is a video available? What is the current patient status? Additional information received: the knife cut the tissue but the clips didn¿t hold correct on site so closure was not proper. He used green reloads to complete the case. There was local damage to the tissue but the doctor managed to minimize the effect on patient. The adverse event outcome was hospitalization. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis., one picture was provided; picture received shows a view of the or, a screen with the surgery that contains an image of the tissue, bleeding is observed. Based on the photo alone the event described is confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during a mini gastric bypass procedure, the knife cut the tissue but the clips didn¿t hold correct on site so closure was not proper. The main concern was the knife cut the tissue but the clips were not close the cutting area correctly which is leading to a heavy bleeding. This kind of complication required an expert surgeon to take care of it through using another reload to close the wound and some time will lead to shift the surgery to open instead of lap.